Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of broken (ventricular) connector but noted that otherwise the device was received in good cosmetic and mechanical condition and passed its incoming testing on the automated test console, however the battery contacts were contaminated. The main board was calibrated and the battery contacts were cleaned, and the device passed its final testing.

Event description:
It was reported that the external pulse generator had a broken connector. The generator was returned for service. No patient complications have been reported as a result of this event.